Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent became dislodged during preparation. The stent was located on the stylet. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast in the nosepiece. The stent implant was returned on the stylet and covered with the orange protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There were five kinks in the distal shaft and inner member, 2 cm, 2.4 cm, 2.7 cm, 3.1 cm, and 5.2 cm proximal to the proximal balloon seal. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The outer diameter proximal and distal measurements did not meet mfg criteria. The outer diameter middle measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident info and analysis of the returned rx vision sds. It was reported that the stent became dislodged during preparation. Potentially, stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Analysis of the sds confirmed that the stent had dislodged from the balloon and was returned inside the protective sheath. The inner diameter dimension of the sheath was measured and met mfg criteria. The presence of contrast in the nosepiece suggests that the device was prepared for use and at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, the outer diameters to be out of specification, and the stent to dislodge during removal of the protective sheath. Crimp marks were found on the tightly folded balloon and between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Although a conclusive root cause cannot be determined, there are no indications of a product quality issue. The mfg records were reviewed and there were no non-conforming material reports issued for this part/lot number combination and all on-line inspections and testing met mfg criteria. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported with this part and lot number combination, which also suggests that there are no lot specific product quality issues. In addition, five kinks were noted in the distal shaft/inner member, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. This MDR is considered closed by the product performance group.